Manufacturer narrative:
Unit received with currents in spec. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, and cracked lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that per his endocrinologist, his pump needs to be replaced because the motor is not working along with his basal rates. This has caused to customer to be in high levels of bg since (B)(6) 2017. Customer also has reported that he received over 500 for the reading or over 400. His current bg for the time of the call is 231. Customer states that the drive support cap on his pump is slightly indented. Customer states the problem was solved through a full set change. Customer was told that the pump will be replaced as a courtesy.